Event description:
Pt reported the following info to FDA through the medwatch voluntary report program. Implant used in lumbar region of spine. Pt experienced pain post-operatively. Reported doctors have said he is having severe spinal spasms and needs to take antispasmodics and diazepam. Pt reports an emg was given and he was told he has lost most of the feeling on the right side of his body. Reports the cage has shifted and is now pinching his spine.

Manufacturer narrative:
In the absence of info from a healthcare professional, spine wave is reporting this event for the purpose of full disclosure.